Manufacturer narrative:
(B)(4). (B)(4). A visual inspection of the incident sample showed tissue in-between the jaws. The knife was protruding from the jaws and the jaws would not open. The knife edge was not damaged, but the webbing was bent. More frequent cleaning during the procedure could have helped the function of the device. Covidien lp (formerly valleylab) provides an online bulletin to inform customers how to avoid tissue buildup that can lead to sticking. This bulletin reiterates info provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device.

Event description:
The customer initially reported that during a hysterectomy, the device knife would not return. Another device was used to complete the procedure without incident. There was no bleeding and no pt injury. The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device.